Event description:
It was reported that: during a preventive maintenance check, it was discovereed that when the user set the pressure limit control to 30 cmh2o, the peak pressure rose to a value of 75 cmh2o. The hospital technician disassembled the bellows assembly and discovered two screws inside the inspiratory pressure limit valve. The hospital technician reported that the screws appear to be coming from the bottom of the pediatric bellows.